Manufacturer narrative:
The investigation into the reported low pump flows and suction alarms was completed. The device was returned for evaluation. Analysis of the data logs showed a sudden decrease in flows and confirmed the suction alarms. Visual inspection of the pump revealed thrombus on the impeller. The root cause of the low flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 60-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows and suction alarms. Upon increasing flows during initial insertion, flows initially, successfully increased to p8/avg 4.5lpm; however, minutes after start-up, flows dropped, and suction alarms were triggered. Transesophageal echocardiogram (tee) imaging assesses left ventricular as sufficient and accurate positioning was confirmed. The physician attempted to reposition the device and increase flows, but suction events continued, and the pump was explanted as a result. Act at insertion was >300 sec with heparin. Visual inspection of the device upon explantation, revealed no clots noted externally on the pump/cannula. There was no reported harm to the patient.